Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora rx coronary balloon catheter to treat a lesion in the left anterior descending (lad) artery. Negative prep was not performed. It was reported that a balloon burst or leak occurred during balloon inflation. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. Analysis of the returned device revealed the balloon was in a post inflated state with evidence of contrast inside the balloon. There was no damage evident to balloon an no evidence of a leak or burst. The device passed negative prep. The balloon was inflated successfully to a nominal of 12 atm and also inflated to 14atm with no issues noted. No damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was a highly calcified lesion with 100% stenosis and no notable vessel tortuosity in the left anterior desc ending artery. The device was inspected before use with no issues noted. The device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. The device was being used to pre-dilate the lesion. It was later confirmed that a balloon burst occurred. Three inflations were performed prior to the issue occurring. The inflation pressure applied to the balloon was 9 atm for 15 seconds for the first inflation, then 14 atm for 15 seconds for the second inflation and then 14 atm for 15 seconds for the third inflation when the balloon burst occurred. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.